Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿ with ketones; however, a specific value was not provided. The elevated bg was addressed by changing out the infusion set. No third-party assistance was required. Customer changed infusion set and cartridge and resumed insulin to address the occlusions. Tandem clinical support educated the customer to properly cycle the cartridge before use, and that insulin should be at room temperature before filling a cartridge.